Event description:
It was reported that during an interventional procedure, there was no resistance felt with the advancement of a xience prime and after deployment of a xience prime stent successfully, the balloon was only partially deflated with negative pressure, but reportedly, there was no issues with the deflation. Resistance was felt when the balloon was being pulled back into the guiding catheter, but the xience prime balloon and delivery system were pulled into the guiding catheter and removed successfully through the guiding catheter. Reportedly, there was poor re-wrap of the balloon. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted that the instructions for use (IFU) states to deflate the balloon by pulling negative on the inflation device for 30 seconds and to ensure the delivery system is fully deflated. Furthermore,the IFU states that should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency